Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged and the pump touchscreen was unresponsive. There was no reported impact to customer's blood glucose. Customer declined to provider additional information.